Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: there was a noise and the applier inner part broke off. All pieces were taken out of patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection could not be performed as the complaint instrument was not returned by the customer. Root cause unknown as sample was not received for investigation. No corrective action taken in manufacturing.

Event description:
Reported event: there was a noise and the applier inner part broke off. All pieces were taken out of patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR of the lot shows that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Complaint instrument 544965t, lot f5-02 was received in (B)(4) on the 27st of june 2016 and forwarded to the supplier for further investigation. The insert is broken. Supplier reported on the 28th of june 2016 that they received instrument 544965t, lot f5-02 for investigation. The insert broke, and the ball is missing. The instrument was the first time for inspection. It was originally delivered to (B)(4) in june 2015 with lot f5-02. Root cause is overstressing of the instrument during use. The instrument can be repaired.

Event description:
Reported event: there was a noise and the applier inner part broke off. All pieces were taken out of patient. The patient's condition was reported as fine.